Manufacturer narrative:
The field service engineer checked the pump pressure, wash station fill levels, and operation of the mixers; all were ok. The probes, incubation bath, filter, and wash station needles were decontaminated. Turbines were checked for leaks and were ok. The sample probe was replaced and adjusted. Precision studies were performed and were all ok.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with ldhi2 lactate dehydrogenase acc. To ifcc ver.2 on a cobas 6000 c (501) module. It was asked, but it is not known if any incorrect results were reported outside of the laboratory. The sample initially resulted in an ldh value of 219 u/l. As the sample appeared hemolyzed and the hemolysis index value of the sample did not raise any alarms, the sample was repeated. The repeat value was 351 u/l and the hemolysis index value value of the sample raised an alarm. The ldh reagent lot number was 58942801, with an expiration date of 30-nov-2022.

Manufacturer narrative:
The last calibration was ok. Data was provided for the first level of control from (B)(6) 2022 to (B)(6) 2022 and for the second level of control from (B)(6) 2022 to (B)(6) 2022. Quality control data was ok. A general reagent problem could be ruled out since calibration and controls are acceptable. Upon review of the alarm trace, no relevant alarms were observed. The investigation determined the issue is consistent with incorrect pre-analytic sample handling.